Event description:
Initial report indicated that their dell handheld containing 7.1 software "screen was freezing. It froze after interrogation successful beep, but did not display the patient data. Pulling the card allowed the device to continue." The product is at the manufacturer, pending completion of analysis.